Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2023). Device not returned.

Event description:
It was reported that during a stent placement, the part of the wearer device allegedly detached and remained in the patient. As reported the physician tried to retrieve the material with a snare, which was unsuccessful. Subsequently another device was used to complete the procedure. There was no reported patient injury. However, the physician alleges an increased thrombotic risk due to the use of an additional stent.

Event description:
It was reported that a segment of the sheath of the stent delivery system detached respectively broke during deployment of the stent and remained in the patient. As reported the physician tried to retrieve the material with a snare, which was unsuccessful. Subsequently a covered stent was used to fix the material against the vessel wall and to and isolate the material from the blood flow. There was no reported patient injury. However, the physician alleges an increased thrombotic risk due to the use of an additional stent.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as no additional complaints have been previously reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The stent remains implanted, and no x-ray images were provided. The distal segment of the inner catheter was found broken and the distal end including tip was missing. An indication that a manufacturing related issue caused the reported issue could not be found. Potential factors that could have led or contributed to the event reported were evaluated. Therefore, previous investigations of similar complaints were reviewed. In this case it was reported that a segment got detached during stent deployment. The tip getting caught on the stent may be a potential cause for the reported issue. However, damage of the catheter may also occur as a result of difficulty patient anatomy leading to increased friction during deployment or tracking of the delivery system. Use of inadequate accessories may as well as not performing pre dilation may be other contributing factors. In this case limited information was provided. Based on information available and the evaluation of the sample the reported break of the inner catheter is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant instructions for use the potential issue was found addressed. The instructions for use state: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding deployment force the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." In addition, the instructions for use states: "'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used." Regarding the potential factor of insufficient pre dilation the instructions for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended." Under materials required the instructions for use state: "5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: b5, d4 (expiry date: 07/2023),